Event description:
The customer reported to olympus, the insertion section of the bronchovideoscope forceps channel had an air leak. It is unknown when the issue was observed. The device was returned for evaluation. During the device evaluation, tip cover damage was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 address-line 1: (B)(6). The device was returned to olympus for evaluation. The customer's allegation of air leak was confirmed. The device evaluation found the tip cover was burnt. In addition, the insertion section had insufficient angle of curved tube, and the insertion section curved rubber adhesive part was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress of repeated use, external factors, or handling caused the distal cover to burn. However, a definitive root cause could not be determined. The instruction manual operation manual describes the following warning in " chapter 3 "preparation and inspection" 3.2 inspection of the endoscope¿ 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.